Manufacturer narrative:
Follow-up # 2 ¿ (11/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/18/2013 and 11/20/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving the error 2 error message during testing. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to contact her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date, the patient experienced the symptoms hypoglycemia. The patient did not provide the specific date or her specific symptoms. While symptomatic, the patient attempted to test her blood glucose level with the reported meter, but obtained the error message error 2; she did not obtain a reading. The patient took the action of taking a decreased dose of insulin. The patient manages her diabetes with insulin pump therapy. It would have been helpful to determine the date/time of this event, to clarify if the patient¿s symptoms occurred before or after the meter issue, if the patient administered any self-treatment for her symptoms, her specific symptoms, and the patient¿s blood glucose readings prior to the meter issue. Troubleshooting revealed the error message occurred upon test strip insertion and not with the power button and the patient¿s testing technique and test strips were correct. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms of hypoglycemia while obtaining an error message on the reported meter and being unable to obtain a reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.